Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Injury: fluid collection at the site of implant. Primary diagnosis: fluid collection at the site of implant and infection at the surgical site; fever; scar flow; elevated biologic inflammatory syndrome. It was reported that on (B)(6) 2011, post op, fluid collection at the site of implant and infection at the surgical site was noticed. The patient also suffered from fever, scar flow, and elevated biologic inflammatory syndrome. The patient underwent the following diagnostics on this day: crp (abnormal) : 24.7 mg/l (lower limit 0 ; upper limit 4) white blood cells (abnormal) : 23.5 10^0/ l (lower limit 3.9 ; upper limit 10.5) the laboratory testing results were abnormal. As a result of this event, the patient required: prolongation of existing hospitalization: (B)(6)-2011 - (B)(6)-2011 surgical intervention: washing the following assessments were reported in regard of rhbmp-2/acs: investigator assessment: rhbmp-2/acs relatedness: unknown study procedure relatedness: related device/other component relatedness, specify: unknown sponsor assessment: rhbmp-2/acs relatedness: unknown study procedure relatedness: related device/other component relatedness, specify: unknown outcome: the event was resolved without sequelae on (B)(6)-2011 the following information was reported in regard to the rhbmp-2/acs: pack size: 2 mg dose(s) per day: 1/6 of the matrix (2 mg of rhbmp-2/acs).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the primary diagnosis: deep wound infection at the surgical site (culture positive for enterobacter cloacae) fever, scar flow, elevated biologic inflammatory syndrome - dose reported changed from "1/6 of the matrix (2 mg of rhbmp-2/acs)" to "posology not reported". - event description changed from "infection at the surgical site" to "deep wound infection at the surgical site"